Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the saline supply ran out during surgery, so the nurse was instructed to replace it. After the replacement, air was mixed in when the stopcock was released, causing the saline to flow after a delay of several seconds. The patient developed air embolism after surgery, but recovered and was discharged. Due to the adverse consequences for the patient and the prolonged hospitalization the case is deemed reportable.